Event description:
It was reported that the plate has been broken.

Event description:
It was reported that the plate has been broken.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. Due to the breakage the returned device is not functional anymore. Because of the breakage a measurement of the dimensions was not possible. The axsos plate is fractured in the eighth hole. The surface of the whole plate shows several scratches and deformations most probably caused during implantation and/or explantation. Please note that some surface damages like cracks made during implantation may lead to a breakage of the device during healing period. The plate looks bent, this was confirmed by the provided initial op report. The plate was bent by the surgeon to fit to the patient anatomy but the bending point is located in the hole area which can conduct to a weakening of the device. With a detailed view on the fracture surfaces of the fragments secondary wear signs are visible. The visual examination shows a typical fatigue breakage site. X-rays and op reports were provided. The initial op report reads that the plate was bent by the surgeon to fit the anatomy of the patient bone. It is also mentioned that due to the fact the fracture is complex, there is still a gap between the two fragments to fix. X-rays permitted to confirm this fact which could explain the delayed union after 3 months of implantation. The patient was reported to be (B)(6) weight. Op report and x-rays were also provided a clinical expert. He stated: in the given case an unstable comminuted fracture of the femur shaft has been fixed with an axsos straight narrow plate and five wire cerclages. The surgery has done perfectly except of the implant choice. A narrow plate must not be used in femur applications, particularly not in an obese patient ((B)(6)), because it is much too weak for such an indication. This is the main reason for the premature implant breakage. In conclusion, this is a user related implant failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The breakage was caused by overloading in case of a delayed union. Moreover, the plate broke in this area because of wrong bending. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.